Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference# 3002808486-2019-00730. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc informs that all future submissions regarding this complaint will be handled under manufacturer report number of this initial medwatch report. Occupation: occupation: non-healthcare professional. (B)(4). Investigation ¿ the following allegations have been investigated: vena cava perforation, tilt, pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to deep vein thrombosis (dvt)/pulmonary embolism (pe) prophylaxis prior to bariatric surgery. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿right groin pain, back pain and pain in buttock region.¿ per the CT abdomen dated (B)(6) 2017: ¿ivc filter: the ivc filter is placed at the axial l1 and l2 levels and is within the lumen of the inferior vena cava. However, the apex of the cone is seen along the anterior contour of the ivc on image number 38, at the uppermost level of the left renal vein. The right renal vein enters the ivc at the level of the mid to lower portion of the filter. The legs of the filter are noted along the periphery of the ivc on image number 45. There is no evidence of pericaval fluid collection. The posterior leg of the filter appears 5 mm posterior to the posterior wall of the ivc on axial image number 46, although some of this could be related to volume--averaging artifact. Impression: ivc filter positioned at the level of the bilateral renal veins, as above.¿